Manufacturer narrative:
(B)(4). PMA/510(k) k013227.

Event description:
It was reported that during implant surgery the patient felt pain and doctor decided to remove the implant. During the same procedure doctor placed another implant same reference without problems. Doctor is unable to determine why the patient felt pain, there was not nerve proximity and the anesthesia was correct. As a consequence of the event patient also had inflammation and edema.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified bone residue on the external threads and dried blood in the drive feature but no evidence of any damage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the per is osteoporosis. The reported device location is unknown and was used on the same day. Inflammation and edema were reported as patient impact due to the reported event. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (1227903). It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (1227903) for a similar event and no other complaint was identified. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable

Event description:
No further event information is available at the time of this report.